Event description:
It was reported by service report that the foot end castor is delaminating and the scale is inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.